Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that device settings were set and working well for a week, however when patient was put on antibiotic, bowel movements have changed and that patient had been going to the bath room like she was before the device was put on and was experiencing diarrhea. No further complications were noted or anticipated.